Manufacturer narrative:
(B)(6). During inflation of the saber balloon catheter, it was reported that the balloon ruptured at below the rate burst pressure. There was no patient injury. The device could no longer be used and it was replaced with another device. Several attempts have been made by the local quality regulatory affairs (qra) to get further information unsuccessfully (i.e. The event date of each complaint). No other information was provided. The device was not returned for analysis. A device history record (DHR) could not be conducted as a lot number was not provided. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
During inflation of the saber balloon catheter, it was reported that the balloon ruptured at below the rate burst pressure. There was no patient injury. The device could no longer be used and it was replaced with another device.